Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: rep, unit turned off 4 times during a case. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be the unit becoming out of calibration and/or an led module causing the light source to go to standby when activated. Additionally, poor air flow may affect ventilation of the light source unit. This may cause an intermittent loss of light. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.